Event description:
Monitor showing pulse ox readings mostly in 90%'s with probe lying on the bed, not connected to a pt.

Event description:
Monitor showing pulse ox readings mostly in 90%'s with probe lying on the bed, not connected to a pt.